Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during the patient's unrelated lead replacement procedure (manufacturer report number: MDR-2024-11810, MDR-2024-11811), the physician was unable to completely remove one of the patient's leads. No further intervention is planned at the moment. It is unknown which lead was unable to be explanted.

Manufacturer narrative:
Date of implant is unknown. Initial reporter phone number: (B)(6). The unique device identifier (UDI) is not provided because the lot number is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn20450-50a.